Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. The ventilator powered on properly but when the service technician pressed ¿breath type¿ and ¿breath mode¿ buttons, display would shut off, when buttons were no longer being pressed, display would re-appear. Bench testing revealed a solder connection on component u13 is not making proper contact. Visual inspection of led display reveals two screws are missing from display cover. The service technician replaced the led display and main board. Unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that while model revel palmtop ventilator was mid-flight transport, the breath mode and breath type buttons would not work. A button test was performed to trouble shoot and the buttons were not recognized on the button test. At this time, it is unknown if the actual device was connected to a patient or whether or not there was any patient injury associated with the reported malfunction.